Event description:
A malfunction alarm labeled "malf 0" was reported with no notable events preceding it. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, confirming the customer would revert to multiple daily injections for insulin delivery in the meantime. The customer was instructed to return the faulty pump within 10 days using a return box and prepaid label provided by tandem, and they received guidance on preparing the device for storage mode. A replacement pump was dispatched, and the customer was informed they would need to program their settings and connect their continuous glucose monitor to it.